Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy dialysate and abdominal distension. The cause and treatment were not reported. The patient was hospitalized for the event. At the time of this report, the patient was not recovered from the event. Pd therapy was discontinued and was changed to hemodialysis. No additional information is available as the reporter declined follow up.